Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings:evaluation revealed that the pump was returned with all of the keypad buttons responding properly- issue cannot be duplicated. There was no physical damage to the keypad. Removed keypad- and contamination was found under button contacts. A dim display with red hue letters was found. A crack was observed in the u-groove. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim display and contamination under contacts. This report is made based on results of investigation completed on (B)(6) 2015.